Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char and blood was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. Based on the returned condition of the device, the evaluation results, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.